Event description:
It was reported that the patient with this pacemaker called after believing that boston scientific had informed the patient that there was an anomaly with the device and requested a discussion regarding device related information. Technical services (ts) confirmed that there were no records of any prior calls in which the patient spoke with boston scientific. Ts referred the patient to the office of the physician for further evaluation. To date, this device remains in service. No adverse patient effects were reported.